Event description:
(B)(4). The dentist reported that 2 years after the dental implant was installed in intraoral region #9 it was verified its loss of osseointegration. Pt had low bone quality (bone type iii).

Manufacturer narrative:
(B)(4).